Event description:
The customer reported being hospitalized a few years ago due to a bent cannula, but she never reported the event. The caller mentioned that there is a slight small crack at the screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.